Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Product complaint - patient phoned; indicated they had a revision surgery due to biomet cobalt. The doctor indicated that cement was faulty. The original surgery occured on 2010.